Manufacturer narrative:
Other text: additional information provided in h6 and h10. No problems or issues were identified during this device history record (DHR) review. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable was leaking. No patient injury reported.